Manufacturer narrative:
No devices used during treatment were received for evaluation and attempts to obtain a support log on (B)(6) 2023 were unsuccessful. The physician reported no device malfunctions occurred during treatment. The serial numbers of the ulthera control unit and handpiece used during treatment were not provided; however, the serial numbers of the transducers used was reported: ds 4-4.5 (serial number (B)(6), ds 7-3.0n (serial number (B)(6), and ds10-1.5 (serial number (B)(6), of the three transducers, two were identified to be expired: (B)(6) (expiration date: 20-feb-2020) and (B)(6) (expiration date: 30-apr-2020). A review of the device history records (DHR) or service history of the control unit and handpiece used during this treatment could not be performed as no device identifiers were provided. An evaluation of the original DHR for transducer (B)(6) found no deviations, rework, or non-conformances were associated with the manufacture of this device. All testing passed prior to distribution of this device. An evaluation of the original DHR for transducer (B)(6) found rework or non-conformances were associated with the manufacture of this device. One deviation was listed; however, this would not have contributed to the reported event. All testing passed prior to distribution of this device. An evaluation of the original DHR for transducer (B)(6) found no deviations or non-conformances were associated with the manufacture of this device. One rework was performed to remove excess epoxy; however, this issue would not have contributed to the reported event. All testing passed prior to distribution of this device. A review of the current version of the ulthera patient complaint trend analysis for the condition of ¿burns¿ revealed that trend is within allowable limits. This issue will continue to be monitored. The patient investigation found no evidence of a merz/ulthera device malfunction during treatment. It is unconfirmed whether a merz/ulthera device caused or contributed to the event. Per the ulthera instructions for use (IFU), expired transducers should not be used for treatment. It is unknown if use of expired transducers contributed to the adverse event. The report was deemed serious, following discussion with the merz product safety team. The event application site burn is expected based on the currently valid us instructions for use leaflet of ulthera system and is assessed as reasonably possibly related to the treatment with ulthera system. The reported blistering is considered to be of consequence to the reported superficial burn. Based on the information provided, there was no evidence of reportable death, serious injury, or malfunction. The added event application site scar is expected based on the currently valid us instructions for use leaflet of ulthera system. Possible confounding factor includes the patient's medical history of psoriasis. The ulthera us IFU states to take precaution in the use of ulthera system in those who have active systemic or local skin disease that may alter wound healing. However, further information in this case is sparse an no further information on patient's condition at the time of treatment was provided. Causality of the event application site scar was assessed as reasonably possibly related to the treatment with ulthera system. Based on the information provided, this case was assessed as reportable to the FDA, as the event application site scar was deemed to meet the serious criteria of permanent damage. No additional information is available at this time. If additional information becomes available, a supplemental report will be submitted.

Event description:
On 18-jul-2023, a physician reported a potential ulthera adverse event via email. Per the reporting email: "patient was treated (B)(6) 2023. The next day, patient suffered from what appears to be a superficial burn on the right lower/mid neck, with some blistering. Lidocaine was injected in the area prior to the procedure, and patient admitted to using ice after the procedure. Also with history of cold sores that was not disclosed." On 27-aug-2023, the physician replied via email and reported: ¿I wanted to have more follow-up with her [patient], and it¿s now been about 6 weeks and she still has a very large area on her neck that is likely going to need additional treatments to limit the development of a scar.¿ on 08-aug-2023, the physician provided additional information related to treatment on the patient. According to the report, this patient has no previous history of ultherapy and no malfunctions occurred during treatment. This patient was treated on the lower face and neck with 1225 lines using ds 4-4.5, ds 7-3.0n (expired), and ds10-1.5 (expired) transducers. The patient received topical numbing cream and lidocaine injections. Patient complained of very little pain during the procedure, and afterwards her skin was noted to be red with mild little raised areas on the neck and lower face (throughout). This was all appropriate and in line with other patients treated. A light moisturizer was placed on the skin afterwards. Treatment went uneventfully, and then the next day the patient called stating that she had a ¿burn¿ on her right neck. A photo was sent and there was an area of blistering. Patient admitted to using ice packs after the treatment but stated that she only used them for 20 minutes on and 20 minutes off. I instructed the patient to keep the area moist with an antibiotic bacitracin ointment and had a virtual appointment with her the following day. Prescribed silvadene, then saw her 2 weeks after that and prescribed hydrocortisone to the surrounding area, and to continue to keep the area moist with silvadene. Then saw about 1 month after and the area was very dark and crusty, and it was lightly debrided. At the time of this report the physician reported the patient has an approximately 1.5 cm x 1 cm wound on her right neck, that¿s slowly improving. On 29-nov-2023, the healthcare provider provided additional information via email. Per the email: "patient was seen again on (B)(6) 2023 and will be seen on (B)(6) 2023. While she has markedly improved, there is a scar that will need to be treated. I injected the scar with kenalog on the visit on (B)(6) 2023 to soften it and performed a light fraxel to the surrounding area (30/8/8). She is coming in next week for likely another injection, and the plan is for v-beam to help with the redness down the road. Please see attached photo from (B)(6) 2023 visit. On a positive note, she has had great response to her ulthera treatment otherwise." On 30-nov-2023, an email was sent to the physician via email inquiring if the scar is considered permanent. The physician replied to the inquiry same day stating: "yes, it will be permanent. We can improve it with lasers, or I may even do an excision down the line, but there will always be something there." No additional information is available at this time.